Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Failure due to necrosis of peri-implant bone and soft tissue from massive metallosis (periprosthetic fracture also reported).